Manufacturer narrative:
Manufacturing site: (B)(4). Two gaia second guide wires were returned for evaluation (referred to as gaia second 1 and gaia second 2). Gaia second 1 had its coil elongated for approximately 450mm distal to the mid solder that was originally located at 45mm from the tip. The ball tip remained attached on the very distal end of the elongated coil. Under the elongated coil, fracture of the core was confirmed. The fracture end of the core was located approximately 40mm distal to the mid solder. Two core composing parts, the inner coil and the core wire, were fractured at the same location. The fracture end of the inner coil was bent due to over twisting. Twisting was observed proximal to the fracture end of the core wire. Core fracture surface was oblique and cracked longitudinally. These finding indicated that both inner coil and core wire were wrenched off by torsion. On the distal side of gaia second 1, the core fracture was located at approximately 5mm from the ball tip. The fracture end of the inner coil was significantly twisted. The fracture end of the core wire was found at the same location. As the coil remained in one piece and length of the core wire was in accordance with product design, gaia second 1 was assumed to be returned in its entirety. Gaia second 2 had its coil elongated for approximately 580mm distal to the mid solder. The ball tip was found attached at the very distal end of gaia second 2. Under the elongated coil, fractured core and detached inner coil were found. The core fracture end was found at approximately 40mm distal to the mid solder. The core was significantly twisted and bent proximal to its fracture end (fig. 5). The detached inner coil was elongated. Its proximal side was detached proximal end of the inner coil. Its distal side was fractured and twisted end of the inner coil. On the distal side of gaia second 2, both core wire and inner coil were fractured at approximately 5mm proximal to the ball tip. Both fracture ends were twisted. The coil was detached from the solder of the ball tip but the solder material was attached on the detached end of the inner coil, it was concluded that the coil had no missing part. Above finding suggested that gaia second 2 was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation in attempts to cross the lesion had most likely contributed to core fracture of both gaia second 1 and 2. The applied torsion would localize and exceed the product design limit likely when the tips were trapped in the lesion. Further applied tensile stress generated with removal like made elongation of the coil, detachment of the inner coil from the core wire, and detachment of the coil from the tip solder. It was concluded that this event was not attributed to product quality. No action is taken nor is planned to be taken as the instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. Separation or breakage of the guide wire.

Event description:
It was reported that a percutaneous transluminal angioplasty was performed to treat an unspecified lesion in the limb artery. During the procedure, an asahi gaia second was used and found the tip was elongated. Another gaia second was replaced but it happened again, the tip was elongated.